Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617-2025-00385. 9610617-2025-00386. 9610617-2025-00384. 9610617-2025-00388. 9610617-2025-00389.

Manufacturer narrative:
Device evaluation: the customer's statement that the eyepiece had a cloudy and cracked lens can be confirmed. The image is blurred, and imaging is not possible. During the examination, a damaged/broken rod lens system was detected. The rod lens system is broken because of the impact site in the proximal area and the clearly bent shaft. The distal soldered seam is undamaged and intact. The damage identified cannot be attributed to a production or manufacturing defect. The damage was most likely caused by clinical use or clinical reprocessing. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).